Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation also found that the flexibility adjustment ring had a scratch. The grip and switch box had a scratch. The grip packing ring was loose and the plug unit had a scratch. The up/down knob doesn't move smoothly due to deformity of the bending tube. The plastic distal end cover has a chip. The connecting tube is snaking and the universal cord has a peeling coat. Good faith effort has been completed and no additional information was provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the, colonovideoscope, had lots of superficial damage to the universal cable, reduced angulation, very worn glue around cover glass and the distal end. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, the air/water cylinder and tube both had foreign material attached to it. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the device was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.